Event description:
It was reported that during implant, dislodgement after attempted deployment was noted on the right ventricular (rv) lead. The lead was not used, and a new one was implanted. The patient was stable.

Manufacturer narrative:
Correction: e4 should have been selected as no information instead of no.